Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the black box shows dates from (B)(4) 2013. Complaint was logged on (B)(4) 2013. There is no black box data to support that timeframe. The battery compartment threads were found to be damaged. There was a battery compartment crack observed below grip pad. No evidence of moisture contamination inside battery compartment. The battery cap was not returned. A test cap was used and was able to fully tighten. A power loss was not observed. The pump was exercised with a test cap for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, no evidence of moisture contamination or loose components found inside pump. (B)(6).